Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant an expedium sfx cross connector system onto the patient's l4-5 for lumbar spinal stenosis was performed on (B)(6) 2016. It was reported that the surgeon had a difficulty of installing the reported cross connector onto the rod. To install the cross connector onto the rod, the surgeon inserted a screwdriver into the connector and hammered it. However, the surgeon experienced stiffness when inserting the reported cross connector's set screw. The set screw was unscrewed and it was discovered that the thread part was deformed. It was replaced with the set screw from another lot (lot # om9033). The surgery was successfully completed without any patient injury / consequences, but due to the event there was 3 minutes surgical delay.

Manufacturer narrative:
One (1) sfx 5.5 ti medial series size a6 cross connector [product code: 1894-01-406] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the inner screw of the cross connector demonstrated torn threads. No other anomalies were indicated during evaluation. Complaint is confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cross connector¿s inner screw threads tearing cannot be positively determined. A possible root cause may likely be due to cross threading of the setscrew upon insertion. This could have caused the threads to tear off the inner screw once torsional force was applied during the tightening phase. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.